Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a blood glucose (bg) level of 399 mg/dl. A bolus of insulin delivered via the pump and the high bg was resolved. The customer thought the high bg was possibly due to stress related from eye surgery. Tandem technical support advised the customer to discuss the bg level with a healthcare provider. The customer acknowledged the advice.